Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. The reported patient effects of thrombosis and pain are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient had an interventional coronary procedure done on (B)(6) 2019 via a 6f sheath in a mildly calcified right common femoral artery. It was reported that the device deployed fine and hemostasis was achieved with the proglide device. While the patient was at the hospital, she complained of pain in the leg on (B)(6) 2019. On (B)(6) 2019 intervention was done through the left common femoral artery to address the pain in the right leg due to thrombosis. A balloon was inflated and a stent was placed. The patient is in good condition. No additional information was provided.